Event description:
It was reported, by a pt's family member, that a thrombosis and death occurred. The pt had many stents implanted over an 8 year period. In 2005, after having another stent imp, the pt went into cardiac arrest post procedure. She was brought "back to surgery" where they "worked on her for 3 hours". The pt was put on "life support" with the plans for bypass surgery, however, the physician did not feel she was a candidate for surgery. It was reported that the pt was given blood thinners during the second procedure causing her to "throw up blood". The pt was then removed from "life support" and later died. Multiple attempts to contact the complaint reporter have been unsuccessful. Because this complaint came through the bsc customer service website, we are unable to confirm for sure that this complaint involved any bsc stents.

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.